Event description:
It was reported that catheter entrapment on guidewire occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the procedure, the device got stuck with a jupiter x guidewire. The catheter and guidewire were removed as a single unit. The guidewire was not able to be removed from the catheter outside the patient's body due to severe resistance. The procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that catheter entrapment on guidewire occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the procedure, the device got stuck with a jupiter x guidewire. The catheter and guidewire were removed as a single unit. The guidewire was not able to be removed from the catheter outside the patient's body due to severe resistance. The procedure was completed with a different device. There were no patient complications reported. It was further reported that there was a slight problem with the time of heparin administration, not the product. It was thought that there was a possibility of thrombus formation due to various products in the blood vessels during the long procedure.